Event description:
Healthcare professional reported "siliconoma-per us and intracapsular rupture-per us." This record is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a

Manufacturer narrative:
Continued e1 phone number :(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "siliconoma-per us and intracapsular rupture-per us." This record is for the right side. The device remains implanted.

Event description:
Healthcare professional reported "siliconoma-per us and intracapsular rupture-per us." This record is for the right side. The device was explanted. Device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as an unidentified (tear) opening. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "siliconoma-per us and intracapsular rupture-per us." This record is for the right side. The device was explanted. Device will be returned.